Manufacturer narrative:
Cellular therapies division quality has initiated ctq-CAPA to investigate customer reports of cryocyte bag breakage.

Event description:
An international customer reported a broken cryocyte bag that broke on an unspecified date in 2004. The product code was not specified, but the facility uses both 250 ml and 500 ml bags. Baxter has requested, but not yet received details about lot number, product code, patient, and event details.